Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported, during a vitrectomy procedure, while injecting perfluoron, the infusion cannula suddenly detached from the trocar. This caused a strong infusion of perfluoron to enter the eye, which caused damage to the retina and severe bleeding in the macula. The procedure was prolonged, and double application of laser was required.